Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent causing the reported failure to advance. The device was removed, during removal the device interacted with the rhv causing the reported difficulty to remove and subsequent stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat the bifurcation of the proximal left anterior descending (lad) and proximal circumflex coronary arteries with mild tortuosity and moderate calcification. A 4.0 x 18 mm xience alpine stent was deployed successfully at the ostium of the proximal circumflex artery. The side cells of the stent were then dilated with an unspecified 2.5 mm balloon. A 3.5 x 15 mm xience alpine stent delivery system (sds) was then attempted to be advanced to the proximal lad through the side cells; however, met resistance with the deployed stent. The sds was removed with resistance from the rotating hemostatic valve (rhv). Outside of the anatomy, it was noted that the stent had dislodged and was located in the rhv. The stent and valve were simply manually removed. The procedure was successfully completed with additional dilatation and the deployment of a 3.5 x15 mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.